Manufacturer narrative:
Device evaluation: visual analysis of the device related to the reported event of deflation was received on june 26, 2019 with lot number 2660727. Visual analysis of the returned device identified: fold creases, wear abrasion and two linear openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one opening crease smooth, nick striated and opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening; one opening striated assessed as surgical damage and nicks striated assessed as surgical tool scratch like.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.